Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out-of-range (oor) impedance measurement less than 200 ohms during change out. The lead insulation separated when the physician pulled the lead from the header. The rv lead was surgically abandoned. No adverse patient effects were reported. Additional information was received that the clinical observations were only seen during the changeout procedure after the physician had pulled the lead out of the header. There was also noise displayed on the electrocardiogram and then low impedance was detected. This rv lead was surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.